Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer who was implanted for gastrointestinal/ pelvic floor. It was reported the device was not helping her since implant. The stimulation was turned off for carpal tunnel surgery on (B)(6) 2015 and was not turned on because it did not help. The patient had ongoing issues with urinary tract infections (utis), event before implant. Bloodwork showed it was ¿off due to utis.¿ an urgent care visit occurred on (B)(6) 2015; uti dates included (B)(6) 2015. The patient was given antibiotics and was now on a daily dose of nitrosurantion, but it was not known if the utis cleared up. The patient was up 10 times the night prior to the call and wanted to try stimulation again. During the call, the patient turned stimulation back on and increased settings. An appointment was scheduled for (B)(6) 2016. It was noted that the patient was never taught how to use the device equipment. Additional information was requested including cause and outcome, but information was not known at the time of the report. If additional information is received, a supplemental report will be sent.

Event description:
Additional information from the consumer reported that the urinary tract infection was every other week. She was getting up 8-10 times a night and therapy never helped. She had an appointment on (B)(6) 2015 and the manufacturers' representative was supposed to show her how to use it but did not. The patient wanted the device removed because she was not sure how to use it and what to do. She was not sure that therapy was working. She used the patient programmer to check/ adjust therapy.